Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported foreign body in patient associated with the clip being implanted on only one leaflet was due to the difficulty maintaining leaflet capture. The reported difficult or delayed positioning (leaflet capture), and the reported difficult or delayed positioning (leaflet grasping), were due to challenging patient anatomy (short leaflets, leaflet indentation, and dense chordae grouping). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficult positioning, loss of leaflet capture and additional clip placement. It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr), a small atrium, a small mitral valve, indentation, dense chordae, small leaflets, and a 6 mm posterior mitral leaflet. During a mitraclip procedure, an nt was the first clip was placed lateral to the indentation on a2 and p2. It was noted that there was difficulty grasping and difficulty maintaining leaflet capture during clip closure. During deployment, while the lock line was removed, the posterior mitral leaflet was lost. The clip was deployed on one leaflet. To stabilize the first clip an additional clip was implanted medially. Per the physician, the short leaflets, indentation, and dense chordae contributed to the loss of leaflet. The mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.